Event description:
Caller reported experiencing a cartridge alarm during the pump load process. There was no adverse impact to the customer's blood glucose level. Technical support resolved to replace the faulty pump, advising the caller to store and return it to tandem within 10 days to avoid charges. A replacement will be provided, and the customer was guided on programming settings and reconnecting their cgm to ensure continued insulin delivery via multiple daily injections until the new pump arrives.